Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the clip it did not open. The issue occurred during a diagnostic colonoscopy and was completed with an olympus back-up device there were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because the distal end of the coil sheath was not fully in contact with the cartridge, causing the wing of the clip pipe to catch on the distal end of the coil sheath during loading. This led to the clip arm closing. Olympus will continue to monitor the performance of this device.